Event description:
Caller reported pixel issue on pump display, which affected ability to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump with updated software and instructed caller on necessary steps, including using a backup pump, placing the faulty pump in storage mode, and returning it with the provided pre-paid label within 10 days. Caller acknowledged understanding of these instructions.